Event description:
Additional information was received from a healthcare provider and drug manufacturer. Per the healthcare provider the infection was iatrogenic and no source was identified.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8780, serial# (B)(4), product type: catheter.

Event description:
Information was reported by the consumer regarding their implanted pump system which was used to deliver morphine. The indication for use was failed back surgery syndrome and spinal pain. On (B)(6) 2016 the consumer reported that in (B)(6) 2015 they had slipped on ice, fell "pretty hard." The week after the fall the patient had a quarter to half dollar sized red area over the pump. The redness started at the pump site but started to follow the catheter over the left hip. The healthcare professional (hcp) had been managing the patient with oral antibiotics but once it started to track the catheter the hcp removed the system. The hcp felt that the pump had been infected from date of implant because when the pocket was opened the hcp found a "pocket of pus" right against the pump. The hcp thought that the infection had been encapsulated by the patient's body but the fall caused the pocket to open up. It was noted that the patient had cellulitis and the infection had resolved. It was also noted that the patient had one refill and the event was associated to the refill. The consumer reported that the pump had helped with their pain while it was implanted. However, after the pump was removed the patient had a hip replacement which resolved their pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.